Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during the procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 19k196av) was not able to advance into the microcatheter. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device indicated no major deformation or damage. There was no evidence of any strut fractures as well. The visual inspection also indicated that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The slight offset at the distal side of the proximal coil noted during the visual inspection under magnification may indicate advancement of the device against some resistance but is not unusual in device that have been subject to use. Attempted recreation of the event reported could not be completed, i.e. The returned device was successfully inserted into a compatible microcatheter. The return embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. Device insertion and delivery assessments were performed using the return embotrap device and a sample headway 21 microcatheter (microvention (B)(4), lot no. 190108132). The returned embotrap was successfully delivered to the distal tip of the sample microcatheter in its fully seated position, approximately 1mm from the microcatheter lumen. The reported event was not confirmed with the returned embotrap device. A new sample of embotrap device (5mm x 33mm) was then advanced to the same sample headway 21 microcatheter with the insertion tool fully seated in the microcatheter hub and with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft). It was confirmed that advancement was unsuccessful at a gap greater than 10mm, i.e. Incorrectly seated. The most probable causes of the failure to advance through the microcatheter are concluded to be either: a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device resulting in pre-deployment of the device in the microcatheter hub. A failure to maintain the insertion tool in a fully seated position whilst advancing the device, resulting in pre-deployment of the device in the microcatheter hub. This can occur if the rhv seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. A microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. A localized, temporary constriction in the proximal end of the microcatheter that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). Pre-deployment of the device in the microcatheter hub commonly results in damage/deformation to the stent like assembly of the device, which was not noted in this investigation. It is therefore concluded that scenarios are not likely causes of the reported event. The most probable potential causes are concluded to be either a microcatheter defect resulting in an incompatible microcatheter lumen or a localized temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). A review of the manufacturing documentation associated with this lot (19k196av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: the returned embotrap device exhibits key characteristic which is consistent with advancement of the device against resistance. Although a visual examination of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation, the most probable potential causes would be that either a microcatheter defect or a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). There is no indication that this complaint was as a result of a defect with the embotrap devices. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 19k196av) was not able to advance into the microcatheter. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The 5mm x 33mm embotrap ii revascularization device was returned for evaluation which revealed that there was a slight proximal coil offset. Based on the product analysis completed on (B)(6) 2020, this event has been deemed MDR reportable as a ¿malfunction.¿